Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient lost feeling in the right leg and had irregular bowel movements. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The device was explanted and there have been no reports of further complications regarding this event.